Event description:
It was reported that the patient received shocks due to possible supra ventricular tachycardia (svt). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 429678 lead, implanted: (B)(6) 2013. (B)(4).